Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting indicated that the occlusion could have been due to the infusion set, however this was not confirmed as customer declined to remove site. Reportedly, customer resumed insulin delivery with the same supplies. Customer's blood glucose level was not impacted by the event.